Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6)2010; inratio: 0.8; lab: 1.8. 1.6; 1.8. Caller also alleged imprecision with the inratio meter. Results as follows: date: (B)(6)2010; inr: 0.8. 1.6.

Manufacturer narrative:
Investigation pending.